Event description:
It was reported that the customer's insulin pump had a time anomaly. The time on the insulin pump went faster. His/her blood glucose level was 184 mg/dl. The product was returned. Nothing further to report.

Manufacturer narrative:
Unit was programmed with correct time and date. Unit was monitored and time was found to be going ahead by 17 minutes after 15 days due to faulty interface board. No cosmetic damage noted.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.